Event description:
The customer reported the ventilator was alarming due to oxygen not available and high oxygen supply occurrences. The customer reported the device was in use on a patient and there was no patient harm. Loss of the oxygen source can be detrimental to a patient during normal ventilation use. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) who advised the biomedical engineer remove the oxygen manifold in place. An oxygen manifold allows two oxygen cylinders and one wall oxygen supply line to be used as inputs to the ventilator. . The biomedical engineer reported the ecylinders they use have built in regulators. The biomedical engineer reported the manifold was removed and the reported problem resolved. Pse suggested they verify the ecylinder regulator is not flow restrictive. The biomedical engineer reported they believe the regulator on the e cylinder is the source of the problem, and will take appropriate action.